Manufacturer narrative:
Patient has been called, and unit has not been received as of (B)(6) 2013.

Event description:
Patient reported unit shocks and burns patient when using it. Sales rep believes it is shorting out. He says the unit melt some of the electrodes. The patient claims the lower back garment gave blisters.